Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during this implant procedure the doctor checked the helix extension and then retracted it. The doctor then had difficulties placing the lead as it was unable to pass the vein. It was noted that the helix was not fully retracted and when it was attempted to retract the helix again it did not work. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was extrinsically bent. The distal con ductor was obstructed due to a stylet/guidewire stuck in the lumen and also was extrinsically bent. The helix became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis indicated damage at implant.